Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was sticking when rolled to load inside the delivery tube. The seal would not load inside the delivery tube. A second heartstring seal was loaded with similar results. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. The surgeon was the seal loader in this case and he was not always loading the heartstring seal. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was in the loader and partially outside the delivery tube. The seal was not in the proper position in the loader device. The delivery device was not seated properly in the loader device and the plunger had not been depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.